Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported "capsular contracture, baker grade IV, severe scar tissue, calcified hardening, painful, deformity, granulated." Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Calcification: observed, white particles calcification like in device outer surface. Granuloma: unable to observe since it is not related to the device. Additional observations: creases are observed. Total delamination assessed as adhesive failure. No further actions are required since no issue in the manufacturing of the device is observed. Aware date of initial medwatch should have been listed as 10oct2023.

Manufacturer narrative:
The event of granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional later reported "capsular contracture, baker grade IV, severe scar tissue, calcified hardening, painful, deformity, granulated." Device has been explanted. This relates to the left side.